Manufacturer narrative:
For two events, the investigation determined the service actions resolved the issue. Follow up actions for one of these events include: the field service engineer replaced a sample probe, adjusted the ultrasonic mixers, cleaned the incubation bath, and performed a water bath exchange. He performed precision testing for verification. After service, the customer performed calibration and qc with acceptable results. Follow up actions for one of these events include: the field service engineer found the rinse tube was damaged and replaced it. For one event, the field service representative found the detergent level to be out of specification. Follow up actions for this event include: the field service representative performed a detergent prime and adjusted rinse and bath exchange, which appeared to solve the issue. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
Questionable high results were generated by cobas 8000 c (701) module analyzers. The events involved 5 patients with the following: 1 questionable result for creatinine plus ver.2, 3 questionable results for alb2 albumin gen.2, 1 questionable result for ua2 uric acid ver.2. The patients' ages were requested, but were not provided. The patients' weights were requested, but were not provided. The patients' genders were requested, but were not provided. The patients' races were requested, but were not provided. The patients' ethnicities were requested, but were not provided.